Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2810 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when placing the catheter on (B)(6) the strain relief was unable to be attached properly. No other information was provided.